Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure.

Event description:
The procedure was to treat a lesion in the distal left anterior descending (lad) artery with moderate calcification. Reportedly the patient had an internal graft to the lad one day prior. The lesion was predilated with an unspecified balloon. An unspecified stent was placed in the distal lad and a perforation was noted. A 2.8x19mm graftmaster stent system was advanced toward the perforation and failed to cross the proximal lad. It is unknown if the graftmaster failed to cross due to the anatomy or due to the bulkiness of the device. The graftmaster was removed and a 6mm unspecified balloon was inflated for 6 minutes to seal the perforation. There was no reported clinically significant delay in the procedure. No additional information was provided.